Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The hvad pump (B)(4) was not returned to heartware for evaluation as it was explanted and retained by the site. Review of the manufacturing documentation confirmed that the pump (B)(4) met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed an increase in power consumption and flow, as well as "high watts' alarms that correlate with the reported event. The site performed an evaluation of the explanted pump which revealed thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The exact cause of the event could not be conclusively determined, and the recent adjustment in the patient's anticoagulant therapy may have contributed to it. Applicable risk documentation and experience with events of similar circumstances were considered; events with an increase in power are most often attributed to pump thrombus/thrombosis and result in potential complication associated with all patients implanted with vads and is multifactorial in etiology. The cause and origin of the thrombus cannot be conclusively determined. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation . Serious and life threatening adverse events, including device thrombosis and reoperation, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This report may be based on information which heartware has not been able to investigate or verify prior to the required reporting date. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
Approximately eleven and a half months after the implantation, the site reported that the patient's vad had developed elevated power consumption. The patient underwent a pump exchange. The explanted pump was inspected by the site and pictures provided revealed unidentified material on the ceramic disc of the front housing as well scoring on the inferior aspect of the impeller and the ceramic disk of the rear pump housing.

Manufacturer narrative:
The site has indicated that the device is not going to be returned to the manufacturer for evaluation. Additional information will be submitted within thirty (30) days of receipt.